Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device breakage ("fractured implant"), menstrual disorder ("menstruation issues"), depression ("depression"), mood altered ("mood changes") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device breakage, menstrual disorder, depression, mood altered and infection outcome was unknown. The reporter considered depression, device breakage, ectopic pregnancy with contraceptive device, infection, menstrual disorder, mood altered and uterine perforation to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.